Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, the jaws did not open for reloading. The surgeon applied another product. The hosp has reported no pt injury occurred.